Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's mother also reported that the insulin was leaking from the insulin pump and may have cause the motor error alarm. The customer's blood glucose was around 300 at the time of incident. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that they were able to rewind the insulin pump. The reservoir will not be returned for analysis.